Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: sections b.3. A review of the device history record was completed and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. Device testing could not be completed due to no lock. External equipment has been exchanged; however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Additional information: sections b.3, d.6b, d.9, & h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top cover, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The failure of this device is believed to be attributed to a short from power to electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the power node inside the analog chip integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.